Event description:
Patient was receiving an infusion of paclitaxel 130mgin 250ml normal saline over 60 minutes. About 1/2 way through the infusion the nurse notice drug leaking from the infusion line.